Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016, on the abdomen. Patient took bg reading using the arm. No additional event or patient information is available. The dexcom g5 mobile continuous glucose monitoring system user's guide states: do not use alternative blood glucose site testing (blood from your palm or forearm, etc.) For calibration. Alternative site blood glucose values may be different than those taken from a fingerstick blood glucose value and may not represent the timeliest blood glucose value. Use a blood glucose value taken only from a fingerstick for calibration. Alternative site blood glucose values might affect the dexcom g5 mobile cgm system's accuracy.